Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required moderate adjustment due to changes of anatomy/ calcifications.

Manufacturer narrative:
Additional information: d6a, h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon identified anatomical changes and calcifications as contributing factors, with no concerns about the implant design itself. While the sales rep couldn¿t provide postoperative images, they shared that surgeons prefer minimal implant modifications and have requested plate pockets, a feature already in development for the peek phase iii implant, which was designed and manufactured per specifications allowing slight modifications as per the instructions for use. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.